Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels were "high" (> 500 mg/dl) while wearing the pod between 24 and 36 hours and the pod was leaking insulin. Symptoms reported include dizziness. The patient was treated with insulin and monitored for 24 hours. In addition, the healthcare provider prescribed lantus for backup. The patient was told that they might have tia a (transient ischemic attack). The patient was released the following day. The pod was not worn when the patient was at the hospital.